Event description:
A chemotherapy infusion pump was connected to the patient but not initiated by the nurse and one clamp was not unclamped. The charge nurse spoke with nurses who hooked the patient up to cadd pump 2 days earlier. Both felt sure they had gone through all the steps of connecting tubing, unclamping the clamps, and turning on the pump. The patient received the chemotherapy infusion after the event, no additional changes in plan of care were made.the charge nurse felt that both the process of turning on the pump and unclamping the tubing introduced potential for human error.what was the original intended procedure?delivery of home infusion of chemotherapy.device #1is this a laboratory device or laboratory test?no.